Event description:
Reportedly, on (B)(6) 2014, the programmer was booted up and an error message was displayed. Several attempts to reboot the programmer had failed because of the error message that remained displayed on the programmer interface. When the message was validated, the initial screen was finally displayed. The programmer could be rebooted and the error message was not displayed anymore. In addition, all data were exported for backup to usb. However, some patient files were missing. An explanation is required.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, on (B)(6) 2014, the programmer was booted up and an error message was displayed. Several attempts to reboot the programmer had failed because of the error message that remained displayed on the programmer interface. When the message was validated, the initial screen was finally displayed. The programmer could be rebooted and the error message was not displayed anymore. In addition, all data were exported for backup to usb. However, some patient files were missing. An explanation is required.